Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was broken and failed to open. The field service engineer (fse) had attempted a manual release, but the right-side tower door had been locked with a notch less tubular key, preventing the customer working keys from fitting into the rectangular recess of the lock. The fse had deduced that something was jamming the door, mailed the customer and found that the customer had cleared the jam and recovered the storage space, confirming that the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door was broken and failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.